Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm while trying to get back on insulin pump. Customer states that insulin pump was not dropped or bumped. Customer's blood glucose was 113 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with currents in specification. The motor error alarmed during basic occlusion test due to moisture damage force sensor resistor. The motor passed motor test. No prime alarm noted. We were unable to performed functional test due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.